Manufacturer narrative:
An optometrist reported pt with superficial punctate keratitis, dry eye, and blurry vision at lasik post-operative visit. This report references the left eye. An additional info will be filed for the right eye. Additional info has been requested. (B)(4).

Event description:
An optometrist reported pt with superficial punctate keratitis, dry eye, blurry vision at lasik post-operative visit. This report references the left eye. An additional report will be filed for the right eye. Additional info has been requested.